Event description:
Customer reports that she tested at 5:30pm with a result of 454mg/dl. She reportedly took her medications as usual and tested again at 10:30pm with a result of 309mg/dl. She states that at 11:00pm passing out. The customer was transported to the hosp around 1;00am and tested 119mg/dl on their equipment. She reports this is low for her and that she was admitted for 3 days. She reports being treated with an IV while at the hosp, contents not provided. Customer was stroing her strips outside the original container. No qcs were used. Requested return of suspect device and replacement was sent.